Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals intact. The device was received in with a loose patient outlet connector, cracked battery cover, cracked CPAP (continuous positive airway pressure) knob, and the front panel was bent at the top right. The customer reported problem was verified/duplicated. Functional test showed that the manometer does not function with peep (positive end-expiratory pressure) at max. This was due to a faulty valve. For corrective action, the demand valve assembly was replaced. The root cause of the reported issue was traced to the customer/user interface as well as the design of the device. A CAPA was opened to address the loose connector issue (relating to design). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information received via email 16-sep-2022. Event observed 20-jun-2022. Unit was not on a patient. No patient involvement.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement and date of event was received. (Updated a1, b5, b3).

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the manometer not functional. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.